Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on the 8th firing during colectomy, the surgeon tried to squeeze the handle, however, a strange sound was heard and could not squeeze the handle. The procedure was completed with the use of another device. The patient is alive and has no injury.